Manufacturer narrative:
The failure investigation has been completed for the battery depletes too fast issue and the alleged issue was verified.the failure investigation has been completed for the low bg issue and based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose level displayed as low on the continuous glucose monitor. Cause was unknown. Customer consumed carbohydrates to address the low bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.